Event description:
The customer stated her readings from the past 10 days were not stored in the contour meter. There was no allegation of an adverse event. The call ended before further information could be obtained.

Manufacturer narrative:
The product information was not provided, so it was not possible to determine a manufacture date.